Event description:
It was reported that the core micro drill runs hot. No further info was provided by the customer.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is complete.